Manufacturer narrative:
(B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "system error code 345 ¿ thermistor disparity" was reproduced after running an infusion. A review of the event history log revealed "system error 345!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed force sensor. The force sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump displayed system error 345 (thermistor disparity) during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.